Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 423 mg/dl with nausea and symptoms of dehydration associated with an alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient had received "max daily limit" alarms; reportedly, the patient never set up the limits in the pump, so was receiving the alarm daily. The reporter stated that the patient's healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.